Event description:
During the index procedure the patient had one endeavor sprint drug eluting stent implanted in the lad. It was reported that an mi occurred on the same date as stent implant and was adjudicated by the clinical events committee to be consistent with an arc mi. The patient was discharged one day post index procedure. It is reported that approximately 22 months post index procedure the patientsuffered a gastrointestinal (gi) bleed and required a transfusion. Investigator has assessed that the event was not related to the device. It is reported that the patient recovered.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (hemorrhage).

Event description:
Clinical events committee have adjudicated that the previously reported gi bleed event occurred on the (B)(6) 2012.